Event description:
Spontaneous balloon rupture, date of failure unknown by perfusionist as reported to sales rep.

Event description:
It was reported that during peripheral angioplasty procedure, a dissection occurred. The greater than 80% stenosed lesion was a tight, moderately calcified or fibrotic lesion located in the relatively straight right subclavian artery. The lesion length was approximately 40mm and the vessel diameter was approximately 6mm. First, the lesion was treated with a 5 x 4mm non bsc balloon. The physician noted some resistance during advancement of the peripheral cutting balloon to the lesion. Then, the 2 x 6mm peripheral cutting balloon was inflated one time to a nominal pressure. The lesion did not open easily. Following removal, the physician noted a small dissection on angio. The physician felt that the dissection was inconsequential as it was not flow limiting, and no intervention was done to treat the dissection. The procedure was successfully completed at that point, and patient status was reported as 'ok'. The physician did not feel that there was a malfunction of the peripheral cutting balloon.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon also appeared protruded towards ruptured side. Unit is sent to accellent for further evaluation. The 3/5/10 accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. The device shaft was visually inspected and the contamination guard was cut off during evaluation to expose two kinks in the shaft just before the first proximal marker. These kinks do not affect the way the device functions. Water was introduced through all of the lumens and with exception to the balloon lumen the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.